Event description:
One day after receiving a precise stent implant, the pt experienced a myocardial infarction. The pt was discharged the following day.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.